Manufacturer narrative:
(B)(4). The device was received and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. A visual inspection was performed with the naked eye and with a microscope. Upon conclusion of the visual inspection, a damaged patient adapter with marks outside of the luer (indicative of tool use) was identified. The uv spike diameter was measured and found to be within specification. Leak, clear passage, clamp function, torque engagement, device to device interaction, and integrity of seal surface testing were performed without noting any issues related to the problem of a damaged patient adapter. Upon conclusion of the evaluation, the cause of the problem was determined to be an assist device issue because the marks found on the connector were consistent with the use of a tool. Should additional relevant information become available, a supplemental report will be submitted. This report is for the same device as (B)(4).

Event description:
During evaluation of a returned uv-flash solution transfer set, a damaged patient adapter was identified. No additional information is available.